Event description:
It was reported that during a routine device change out procedure of a pacer dependent patient, the pulse generator exhibited loss of output after being subjected to electrocautery and the patient became asystolic. The device was explanted and replaced without further event. The patient was doing fine post procedure.

Manufacturer narrative:
(B)(4).